Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported an error message when scanning the adc freestyle libre sensor. As a result of the customer being unable to monitor their blood glucose, the customer performed a blood glucose test on an unspecified meter and received emergency treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message when scanning the adc freestyle libre sensor. As a result of the customer being unable to monitor their blood glucose, the customer performed a blood glucose test on an unspecified meter and received emergency treatment. There was no report of death or permanent injury associated with this event.